Manufacturer narrative:
Quality control was within the customer's established ranges prior to and after the event. On (B)(6) 2009, the field service engineer verified the pipettor alignments, transducer temperature, voltage and torque settings. Performed a minor adjustment to the transducer voltage. Performed a routine system check and high sensitivity system check, both passed with instrument specifications. Performed a precision test, no issues were noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.

Event description:
Customer reported an erroneous access vitamin b12 test result was obtained for one pt sample when using the access 2 immunoassay system. Test results were reported out of the lab. The initial test results were questioned by the physician. Repeat analysis was performed at another lab using a roche analyzer. The correct test result, consistent with pt's symptoms, was obtained. The sample was found to have high titre intrinsic factor antibodies. This is a known interfering substance. No reports of death or serious injury, and no adverse affect to pt treatment as a result of this event.